Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 38-year-old male patient life-flighted in, already implanted with impella cp for cardiogenic shock (case number unknown). Pump was experiencing alarms, with low flow observed. Pump exchanged for another impella cp. When the pump was explanted, there was an observation made of clot on the pump. The biomaterial/thrombus did not cause any lasting harm such as limb ischemia, nor necessitate intervention.